Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, restenosis occurred. Per procedure notes, in the initial procedure the physician direct stented a taxus express2 2.75x8mm drug eluting stent to the second obtuse marginal branch of the circumflex (cx) artery. A 190 cm, non bsc wire was used to cross the stenosis and the stent was deployed successfully to 16 atm. At this point the cx artery proper seemed to be occluded and the patient started having chest pain. An attempt was made to cross the stenosis, but they were unable to cross as this is a small caliber vessel. The procedure was terminated at this point as the patient was responding to nitroglycerin and morphine. No patient injuries or complications were reported. Angiomax was used during this procedure. Patient was already taking aspirin and plavix. Two months post procedure the patient presented to the hospital with chest pain that was not responsive to IV nitroglycerin, heparin and morphine. The patient was then taken to the cath lab where angiography confirmed a 99% in-stent restenosis within the cx. A 3.0x10mm cutting balloon was used and multiple cuts were done within the stented area with excellent angiographic results. Integrilin was used during this procedure. No patient complications occurred.

Manufacturer narrative:
H.6.: the delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available. A review of the manufacturing records for this particular batch, namely top assembly batch # 8050196, found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.